Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. It was also noted that the product was discarded at the time of the event. No further details were provided. Information learned from implant pt registry.